Event description:
We received a copy of a facility medwatch report where the facility reported 'during surgical procedure for placement of ear tube physician noticed a bug in the new ear tube prior to insertion in the patient. Reason for use: nonsuppurative otitis media. Eustacian tube disorder.'

Manufacturer narrative:
(B)(4). The product was not returned for analysis or evaluation. No customer or user facility information was provided on the facility medwatch, therefore we were not able to obtain any additional information. Method: no testing methods performed.